Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact root cause could not be determined. One 4 fr groshong catheter, a video and a photograph were returned for evaluation. An initial visual observation revealed the catheter was returned attached to the two-piece connector and use residue was observed. A functional test or flushing the catheter with water using a 12 ml syringe was performed, and a leak was observed distal to the 5 cm depth marker. A microscopic observation of the leak site revealed the split exhibited a circular shape and even edges on the outer wall of the catheter. The fracture surface appeared to be finely granular. The catheter was dissected for inspection of the inner wall and additional circular impressions were observed both proximal and distal to the split. The morphology and features of the split made it difficult to determine the exact root cause of the leak. Possible causes include damage due to catheter and stylet manipulation; however, without further evidence, this complaint was determined to be cause unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on the 25th, the PICC clinic inserted a catheter into a patient. It was reported that during rounds on the 26th, swelling was observed in the patient¿s arm, with fluid leakage at the puncture site. As a result, the catheter was urgently removed. It was reported that upon removal, damage was identified approximately 5 cm from the catheter tip. It was reported that following consultation, a new catheter was reinserted for the patient. Standard intravenous therapy was infusing at time the leak was identified. Swelling not treated with medication. No further information was provided.